Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged) was confirmed. Upon investigation the electrode belt trunk connector housing was broken. The locking nut was missing and the electrode belt was unable to properly lock into a test monitor. The root cause for the missing locking nut and trunk connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report an unrelated issue with his electrode belt. The pt was issued a replacement electrode belt. Upon service investigation it was revealed that the trunk cable connector was damaged and the locking nut was missing.